Manufacturer narrative:
(B)(4).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When surgeon was impacting cup in he cracked the cup inserter.

Event description:
When surgeon was impacting cup in, he cracked the cup inserter.